Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was updated to 4114. H6: results code was updated to 213. H6: conclusions code was updated to 67. The reported device was not returned for evaluation. The reported condition of a loosened screw was not confirmed. Visual inspection could not be performed as device not returned. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was not completed as lot or item number were not provided. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Date of event is not provided / unknown. Brand name is not provided / unknown. Lot number is not provided / unknown. Device not returned to manufacturer.

Event description:
Doctor reports that patient presented in the office with a loosened unknown zimmer screw. Doctor tightened it. Tooth site #8.